Event description:
A customer contacted baxter's (B)(4) to report a system error 2240 alarm (indicating air in the set) on the homechoice (hc) machine during dwell 3 of 4. The home patient (hp) was still connected, but the supply bags were empty. The hp ended therapy and would re-set up the machine later. The cause of the alarm was undetermined. Proper procedures per the user manual were reviewed with the caller. Upon follow-up with the hp on (B)(6) 2010, it was found the lot number is h10g28020 and a companion sample was available and requested. The hp stated there was no patient injury or medical intervention related to the incident. The hp has continued therapy on the cycler as usual.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the home patient (hp) on (B)(6) 2011. The patient has not been able to return the sample, so no sample will be returned for evaluation. Additionally, the patient had been hospitalized, but stated this was unrelated to peritoneal dialysis (pd) therapy. This complaint for was not confirmed due to a lack of sample. The cause of the complaint was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded: a companion sample was available and requested. A follow-up report will be submitted upon evaluation completion or if additional information becomes available.